Event description:
Follow-up product evaluation summary: the submitted product conformed to specifications. No corrective actions have been required based on this report.

Event description:
This case was reported and described the occurrence of choking in a pt who used poligrip (ultra poligrip extra strength free) for loose dentures. A physician or other health care professional has not verified this report. Concurrent medical conditions included allergies, caffeine consumption, chronic fatigue syndrome and fibromyalgia. Concurrent medications included halcion, valium, epival, losec, clomipramine, baclofene, metoclopramide and verapamil. In 2005 the pt used poligrip (dental). The pt's dentures reportedly did not bond well to their gums so they applied more of the product, which then oozed out of the back of their dentures, went down their throat, causing them to choke. Additionally, some got stuck on the roof of their mouth. They denied having any breathing difficulties and the event resolved. This case was assessed as medically serious by gsk. Treatment with poligrip was continued.